Manufacturer narrative:
The patient experienced the peritonitis on an unreported date in (B)(6) 2017. Reporter address: (B)(6). Reporter telephone number: (B)(6). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in sterile peritonitis. The cause of the breach in aseptic technique was further described as ¿poor adherence to therapy¿ (no further detail). On an unreported date in the same month as onset, the patient began treatment for the peritonitis with ceftazidime, intraperitoneally (ip) and cefazolin, ip (doses and frequencies were not reported). It was reported that the patient did not complete the antibiotic regimen (stopped on an unreported date in the same month). Two months after the peritonitis onset month (date unspecified), the patient¿s pd catheter became dysfunctional and the patient was switched to hemodialysis (hd) therapy. Twelve days prior to the receipt of this report, dianeal therapy was discontinued. Three days later, the patient was hospitalized in the ICU (intensive care unit) for another indication. During the hospitalization, the patient began therapy with intravenous vancomycin for peritonitis (dose and frequency were not reported). At the time of this report, the patient was not recovered from the peritonitis, the patient remained in the ICU, treatment with vancomycin was ongoing and hd therapy was ongoing. No additional information is available.